Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The device was returned due to a signal issue. Electrodes 1-18 and sensors a and b read as open circuits. The catheter shaft was noted to be fractured just proximal to electrode 18. The internal wires were also noted to be fractured at the same location, consistent with the open circuits detected and reported signal issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft and fractured wires remains unknown.

Event description:
This report is to advise of an event observed during analysis revealing a fracture in the catheter shaft.